Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels and hospitalization twice. Both times the customer felt sick, had to vomit and informed her daughter who called the ambulance. First hospitalization was from (B)(6) 2023 until (B)(6) 2023, blood glucose values were over 600 mg/dl. Second hospitalization was from (B)(6) 2023 until (B)(6) 2023, blood glucose levels were over 500 mg/dl. The customer received insulin via an insulin pen as treatment. At the time of the report, the customer was released and back at home.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction d4 - catalog no and unique identifier were updated based on the returned product.